Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient had surgery on (B)(6) 2013. She was having high bg¿s the morning of surgery so she was taken off pump and put on drip. Post operatively, the patient remained on pump but bg¿s were running high so endocrinologist was changing rates. On (B)(6) 2013, she had a bg of 567 this am with thirst, sluggishness, and confusion as symptoms. The endocrinologist took her off the pump and she is calling to troubleshoot pump. Reporter denies exposure to x-ray while in hospital. Customer support (cs) review of the basal history confirmed basal delivery was appropriate but basal delivery was stopped from 7:26 pm on (B)(6) 2013 to 7:00 am on (B)(6) 2013, with no suspended deliveries or auto off. No associated alarms with 0.00 basal delivery . Time/date, basal rates programmed correctly. No associated alarms noted in alarm history. Pump t did have an auto off alarm on (B)(6) 2013 without an associated bg excursion. The pt has been priming properly/ drops seen at the end of the tubing and changes supplies every 3 days or sooner if high bg is present. No inadvertent suspends noted. Tdd was accurate when comparing to basal and bolus history and settings. Cs found no obvious reason for delivery to stop last evening and is replacing the pump. Patient is on alternate insulin delivery method. This complaint is being reported as a patient on pump therapy experienced hyperglycemia and the issue of the interruption in basal delivery was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 02/25/2014 with the following results:. Unable to duplicate the complaint. Review of the alarm history show no alarms associated to the complaint. The tdd¿s add up correctly. Pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. No alarms occurred during testing. Pump was exercised for 24hrs; no alarms. Occurred. After 24hrs the battery was removed for 6hrs. Unrelated to the complaint, when the battery was reinserted after 6hrs without power the time/date reset to 12:00am (B)(6) 2007. Removed pump cover; inspection of the bt1 internal battery confirmed it was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.